Event description:
Asr revision. Asr hip resurfacing system (right). Reason(s) for revision: pain. Update from (B)(6) email (B)(6) 2012: products.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) (B)(4) reason for original complaint: asr revision. Asr hip resurfacing system (right) see update reason(s) for revision: pain. Update from (B)(6) 2012: products added, type of revision. Right asr xl acetabular system. Update: marked as legal, amended hip side, added additional hospital, amended revision and surgery dates. Taken from (B)(6) 2014. Left side not right as previously stated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision. Asr hip resurfacing system (right), reason(s) for revision: pain. Update from (B)(6) email 31st may 2012: products added, type of revision. Right asr xl acetabular system. Update - marked as legal, amended hip side, added additional hospital, amended revision and surgery dates. Taken from (B)(6) email dated 20th feb 2014. Left side not right as previously stated. Update 17 sept 2014. Scf attached, alval / soft tissue reaction added as reasons for revision and dor amended.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.